Event description:
A report was received from health canada's canada vigilance program which states, "pump failure while patient was on propofol infusion and fentanyl infusion. Covering rn indicated patient pump channel displaying communication error, attempted to take out channels and place back into brain but continues to malfunction. Removed channel and placed infusions into a new channel. Channel number is fhxxxxxxx/ pt covid positive. This case is related to covid"-19."" There was no harm to patient.

Manufacturer narrative:
Correction: describe event or problem. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "pump failure while patient was on propofol infusion and fentanyl infusion. Covering rn indicated patient pump channel displaying communication error, attempted to take out channels and place back into brain but continues to malfunction. Removed channel and placed infusions into a new channel. Channel number is (B)(4). Pt covid positive. This case is related to covid"-19."" There was no information on patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.